Event description:
Per the clinic, the patient experienced progressive hearing deterioration over time, resulting in insufficient benefit from the baha connect system. Subsequently, the patient underwent blind sac closure and explantation of the internal fixture with abutment on (B)(6) 2024. The patient was reimplanted with a cochlear implant on the right side on (B)(6) 2025.